Event description:
Additional information received indicated that the patient experienced a corneal burn during the cataract extraction procedure. There was no shallowing of anterior chamber. There were no system message displayed. The burn resulted in leakage of wound which required three sutures. The stitches will be removed in four week's time.

Manufacturer narrative:
Additional information has been provided in sections a.1 ,a.2, a.3, b.5 and d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece sample was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet specifications. The phaco handpiece was found to meet specifications as related to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that while making the first groove he noticed white material which was released in the depth of the groove and also noticed a corneal burn. The corneal wound was sutured.